Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 3 years post-implant, it was reported that the pt expired and the cause of the expiration was reported as intracranial bleeding (icb). It was also reported that the pt's outcome was not device related.

Manufacturer narrative:
The device was not explanted from the pt, therefore, will not be returning to the manufacturer for eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.